Manufacturer narrative:
(B)(4).

Event description:
Procedure: pelvic organ prolapse. According to the reporter: it was reported in the patient's medical records that as a result of having the product implanted, the patient has experienced 3 removal surgeries performed for mesh erosion, infection, and pain.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer). (B)(6). (B)(4).

Event description:
Per additional information received, the patient has experienced recurrent pop/vault prolapse, urge incontinence, recurrence of sui, scarring around the anterior vagina and bladder secondary to previous sling surgeries, interstitial cystitis, weak perineal body noted in rectum, vaginal pain, and physical therapy for biofeedback and pelvic floor exercises, anterior-posterior repair with avaulta plus, sacrospinous ligament fixation with cystoscopy and hydrodistention. Granulation tissue with was cauterized with silver nitrate, leakage, urgency, spontaneous leakage, dark yellow discharge, thinning of vaginal wall, difficulty with defecation, cholecystectomy, mesh exposure mesh adhered to the anterior rectal wall, revision/removal surgery of the avaulta mesh, vaginal bleeding, trigger point injections, physical therapy, thiel massage, pelvic floor muscle dysfunction; pelvic floor muscle spasm, umbilical hernia repair with davol ventralex mesh. She also suffered from piriformis syndrome, innominate rotation / asymmetry pelvis, sacral torsion, lumbar rotational abnormalities, hamstring tightness, acquired spondylolisthesis, pelvic floor disfunction, trochanteric bursitis, and iliotibial band syndrome.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced recurrent pop/vault prolapse, urge incontinence, recurrence of stress urinary incontinence, scarring around the anterior vagina and bladder secondary to previous sling surgeries, interstitial cystitis, weak perineal body noted in rectum, vaginal pain, physical therapy for biofeedback, pelvic floor exercises, anterior-posterior repair with avaulta plus ((B)(6) 2007), sacrospinous ligament fixation with cystoscopy and hydrodistention, granulation tissue cauterized with silver nitrate, leakage, urgency, dark yellow discharge, thinning of vaginal wall, difficulty with defecation, cholecystectomy, mesh exposure adhered to the anterior rectal wall, revision/removal surgery of the avaulta mesh ((B)(6) 2011) and ((B)(6) 2012), vaginal bleeding ((B)(6) 2011), trigger point injections, physical therapy, thiel massage, pelvic floor muscle dysfunction, pelvic floor muscle spasm, umbilicale hernia repair with davol ventralex mesh ((B)(6) 2014), piriformis syndrome, innominate rotation / asymmetry pelvis, sacral torsion, lumbar rotational abnormalities, hamstring tightness, acquired spondylolisthesis, pelvic floor disfunction, trochanteric bursitis, and iliotibial band syndrome.